Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced an infusion set tubing kink event, which led to diabetic ketoacidosis and consequently resulted in hospitalization for more than 5 days. Blood glucose levels were reported to be 1000 mg/dl during the event. Patient received intravenous drip at the hospital. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the complaint (B)(4) has been evaluated. The batch 6005140 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 2 and wi guidance for functional testing for complaints area version 1 for the code tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. The following tests were performed: visual test according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6005140 was manufactured according to wi version 78 manufactured in the machine 12, on 21/jan/2024, with a total of (B)(4) units. Assembly of tubing: the lot 4a02515 was assembly according to the wi version 26, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 21/feb/2025 against malfunction code tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched) and lot 6005140 and one other complaint has been registered in database for the same lot 6005140 and malfunction code. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests for retention samples, no non-conformance (nc) raised during production. No further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.